Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One full osseotite® tapered implant 4 x 10mm (fnt410) was returned for investigation. Visual inspection of the as returned product identified significant wear and bone/blood debris about the implant threads. The product matched print specifications where measured against drawing 752002 rev r (cal1334 cal due: sep 25, 2020). No pre-existing conditions were noted on the per. The reported product was located on tooth # 21 and used for approximately 10 months. The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 2017060111. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2017060111) for similar event and 1 other complaint was identified under (B)(4). November post market trending was reviewed and there were no negative trends or corrective actions for the reported event (bone loss) or product (fnt410). Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable. However, bone loss is listed as a harm or potential effect of implant failure. Therefore, the probable causes for implant failure that could possibly lead to bone loss were identified. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that implant (fnt410) was removed due to bone loss at tooth location 21.